Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. The reporter stated that the pump¿s battery life had shortened. The reporter noted that the pump had not emitted for replace battery; it had only emitted warnings for low battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 01/20/2014-device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2014 with the following findings: a review of the pump¿s history showed no evidence of short battery life. The battery voltages were observed to be within specifications. Low battery warnings were observed in the black box on 10/22/2013 at 10:26 and 14:31 and on 10/23/2013 at 11:08; battery was not replaced until 10/24/2013. An external power supply was used to test the idle, sleep, rewind and load currents; all were found to be within specification. The pump cover was removed and no intermittent connections or moisture damage was observed. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.